Manufacturer narrative:
Batch review performed on 27 march 2026. Ball heads: mectacer 01.29.209 mectacer head biolox delta dia.36 12/14-m (k112115) lot 2519235: (B)(4) items manufactured and released on 27-aug-2025. Expiration date: 2030-07-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Liner: mpact 01.32.3648hct flat pe hc liner d 36/f (k103721) lot 2508236: (B)(4) items manufactured and released on 10-july-2025. Expiration date: 2030-06-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause:infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 4 months after the primary, the patient came in presenting signs of infection and the pathogen is unknown. The surgeon performed an incision and drainage and revised the head and liner. The surgery was completed successfully.